Event description:
During service by baxter, the infusion pump was found to contain failure code 810:04 in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 810:04 was confirmed in the event history, but could not be duplicated. This failure code is due to the air sensor base line being too high. This situation was not discovered during evaluation. The air sensor base line was in specification. The pump passed all tests and specifications and was returned to the customer fully operational.